Event description:
It was reported that while using bd vacutainer® push button blood collection set, the product spurted out blood when the tube was changed, because the sheath did not fully come back down over the needle. No patient impact reported, blood only spurted out on the gloves and around the area.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 09-dec-2024. H3. Device eval by manufacturer- yes. Investigation summary - bd received two (2) photos and 14 samples for investigation. One (1) of the customer photos displays a device with blood leakage in the holder and the sleeve not properly recovered over the np cannula. The 14 customer samples underwent functional tests using 10 tubes per needle to assess the functionality of the device. All the samples passed the tests, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, all samples passed another set of functional tests as they were able to be activated properly with no evidence of defects or leakage. Furthermore, 30 retained samples underwent similar functional tests using 10 tubes per needle. All these samples also passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Another set of functional tests on these samples confirmed that all were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode sleeve side piercing/recovery based on the customer photos provided. A CAPA has been created to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the product spurted out blood when the tube was changed, because the sheath did not fully come back down over the needle. No patient impact reported, blood only spurted out on the gloves and around the area.